Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Pro code is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization of a tumor at the occipital artery, the 5 mm x 15 cm galaxy g3 coil (gly120515 / l12521) was used at the proximal part of the lesion; it was delivered to the lesion, but the size was determined to be too big. The physician attempted to re-sheath the coil, but the sheath introducer got split and the coil could not be re-sheathed. It was confirmed that prior to use, the sheath introducer was not damaged. No damage was noted on the coil prior to use. It was confirmed that excessive force was not applied on the device. There was no procedural delay reported as a result of the issue. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The 5 mm x 15 cm galaxy g3 coil was returned for evaluation and analysis. Kinks were observed on the embolic coil. The investigational finding is documented below. Investigation summary: the complaint product received; visual inspection was performed. The embolic coil was seen unsheathed from the introducer and exposed. The device was returned partially unzipped and the device positioning unit (dpu) core wire was seen exiting the distal end of the resheathing tool outside the introducer. The dpu core wire was seen protruding from the introducer skive, therefore, the device could not be rezipped correctly. Kinks were observed on the device positioning unit (dpu) core wire at approximately 54 cm and 68 cm from the proximal end of the device. The length of the embolic coil measured to be approximately 15 cm, which is accurate to the product type recorded. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. The articulating joint was seen intact. The distal outer sheath had not been softened, indicating that the detachment process had not been initiated. Two kinks were seen along the length of the embolic coil. The v-notch of the resheathing tool was seen undamaged. No kinks were seen on the dpu core wire at the area of protrusion from the introducer skive. The skive can be seen widened at the area of protrusion. A review of manufacturing documentation associated with this lot (l12521) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of coil introducer prescore rupture is confirmed. The device was returned with the dpu core wire protruding from the introducer skive. The core wire was seen entering the distal end of the resheathing tool outside the introducer sheath. The complaint of coil introducer zipping difficulty-rezipping is confirmed. The device could not rezip correctly because the core wire was protruding from the introducer skive. Kinks in the core wire may cause the core wire to protrude from the introducer and widen the skive making it unable to properly seal. 100% of devices are verified in-process to unzip and rezip correctly. Also, the embolic coil was seen kinked. However, the event description says that the device was retracted because the size of the coil did not fit the lesion. It is possible that the coil was kinked during the attempted placement or withdrawal of the coil, which was chosen incorrectly for its size. Devices undergo 100% in-process inspection along the entire length of the embolic coil. Therefore, it is unlikely that the device left the manufacturing facility with the observed issues. In addition, it was reported that no visible defects were noted on the product prior to the event. Kink observed on the embolic coil is a known potential issue associated with the use of this device. However, it was confirmed that there were no visible defects noted on the product prior to use. Therefore, the two kinks noted on the length of the embolic coil were the likely results of the attempts of either coil placement or coil withdrawal when the physician deemed the size of the coil as not appropriate for the target lesion. The exact cause(s) of the kinks on the embolic coil could not be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a tumor at the occipital artery, the 5 mm x 15 cm galaxy g3 coil (gly120515 / l12521) was used at the proximal part of the lesion; it was delivered to the lesion, but the size was determined to be too big. The physician attempted to re-sheath the coil, but the sheath introducer got split and the coil could not be re-sheathed. It was confirmed that prior to use, the sheath introducer was not damaged. No damage was noted on the coil prior to use. It was confirmed that excessive force was not applied on the device. There was no procedural delay reported as a result of the issue. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The 5 mm x 15 cm galaxy g3 coil was returned for evaluation and analysis. Kinks were observed on the embolic coil.